Event description:
It was reported that the user¿s freestyle libre 3+ sensor was paired to the libre app before attempting to pair with the ilet bionic pancreas app, resulting in no glucose values being received by the ilet and automatic dosing stopping. No clinical signs, symptoms, or conditions were reported, with a fingerstick blood glucose peak of 215 mg/dl noted. Outcomes included suspension of automated insulin delivery and transition to subcutaneous insulin by pen per healthcare provider direction, with the user choosing to disconnect from the ilet until a new sensor is available. User support included remote troubleshooting and user education regarding correct sensor pairing workflow. Investigation of this case revealed that the sensor was in use by another device, preventing communication with the ilet and causing dosing to stop, which is consistent with known interoperability and use-sequence limitations. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to sensor pairing order.